Event description:
A surgery buyer reported an intraocular lens (iol) implant broke while being removed from an eye. The iol was cut out and removed during the initial procedure, but was not replaced with another iol until the following day. Reason for removal is unknown at this time. Additional information has been requested.

Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The returned questionnaire was received on 03/20/2015 and indicated that the lens damaged was reported as occurring during removal of the lens and is not indicated as the reason for the replacement. There have been no other complaints reported in the lot number. (B)(4).